Event description:
The spring tip became separated from the body of the catheter and remained in the pt's vessel. It had to be surgically removed. There were no other reports of pt injury or complications. No add'l details are available.